Event description:
Pt's nurse reported the infusion device is switching off without giving an alert or signal. Nurse stated the pt went to the hospital on (B)(6) 2012 in the morning with a blood glucose level of 586 mg/dl. Pt's normal blood glucose level was not provided. Nurse reported while in the hospital, the pt's blood glucose level was corrected via insulin pen and intravenously. Contents of the IV were not provided. Nurse stated the pt feels well again. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.